Event description:
The manufacturer received information alleging a patient with a dreamstation CPAP pro device has passed away couple of years ago. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a dreamstation CPAP pro device has passed away couple of years ago. There was no allegation that the device contributed to the death. The manufacturer previously incorrectly reported health impact grid code as c50675. In this follow up report health impact grid is updated as c28554. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.